Event description:
Event description boston scientific crm received information that the patient implanted with this implantable cardioverter defibrillator (ICD) which is included in this advisory population retained an attorney and is applying for participation in upcoming multiple district litigation (mdl) settlement. New information received that this device has since been explanted, having been implanted for 36.1 months. There was an allegation of premature battery depletion.

Manufacturer narrative:
Upon receipt visual inspection noted no irregularities; all seal plugs were intact and all set screws operated normally. Interrogation revealed a battery status of eri with a monitoring voltage of 2.33v. A longevity calculation confirmed that this device did not meet expected longevity estimates. However, due to the device being on legal hold due to pending litigation no destructive testing could be performed and thus the root cause could not be identified. Additional analysis was performed and portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.